Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to over-sensing noise which led to pacing inhibition. The patient was asymptomatic. No changes were made as the clinic elected to monitor the situation instead. There were no consequences to the patient.